Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9050-000 anesthesia gas machine experienced unit shut down during a case resulting in the loss of mechanical ventilation. The report was received from a single source. The reported event did involve a patient. There was no patient information available.